Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: scs-linear leads; model: sc-2316-70; serial: (B)(4); lot: 17675031. Product family: scs-splitters; upn: m365sc3400300; model: sc-3400-30; serial: (B)(4); lot: 716342.

Event description:
It was reported that two weeks after an ipg replacement procedure (MFR report #: 3006630150-2020-02830). The patient took a long bath after recently having had the pocket site sutures removed. The wound opened up and the bath water leaked into the pocket. The pocket site then began to show signs of an infection, therefore, the patient underwent a system explant procedure. The patient is doing well post-operatively and the wound has healed. The devices will not be returned as they were disposed of by the medical facility.